Event description:
The pt reported that insulin ingress occurred inside of her infusion device. The pt stated that her cartridge was not damaged, so she did not know how insulin was able to get inside. The lcd display of the device was also affected and damaged by the insulin ingress. She was not able to make out all the icons on her screen. The pt's blood glucose did elevate to 356 mg/dl. She experienced extreme thirst as a symptom of her elevated blood glucose. Her normal range is 120-160 mg/dl. To bring her blood glucose down, the pt changed out her cartridge and cleaned the inside of the device in order to bolus 3 units of insulin. No medical treatment was necessary. The product has been requested for return to be evaluated.